Event description:
A site reported a loss of telemetry monitoring for 5 pts for approx 2 hrs following a power outage. When power was restored the central monitoring system did not re-establish communication with the telemetry monitoring units. No alternate monitoring was established during this time. Monitoring was restored by completing a full power down and reboot of the server. There were no pt injuries reported. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted when the investigation has been completed.